Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21074. Related manufacturer reference number: 2017865-2021-21075. It was reported that the patient presented for an unrelated surgery. Interrogation revealed that the pacemaker exhibited backup vvi mode and a loss of low-voltage output. Additionally, the right ventricular and right atrial leads exhibited a loss of capture and low pacing impedance. Programming changes were made. The patient's condition was unknown.